Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device did not deliver a shock when they attempted to shock the patient. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device did not deliver a shock when they attempted to shock the patient. There was no report of any adverse effect to the patient as a result of the reported issue.